Event description:
It was reported that this was a fistulogram procedure to treat an existing upper arm fistula which was occluding the radial artery. The sparta core guide wire was advanced without issue; however, the angiography was aborted due to the anatomy and it was decided to send the patient to surgery for treatment of the fistula. During removal of the guide wire, the tip separated in the subcutaneous tissue of the left forearm. There was no resistance noted during removal. The patient was sent to surgery for treatment of the fistula and removal of the separated tip, with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.